Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 19:51:49. During night drain cycle one, the patient's ultrafiltration reading was 11542ml, indicating the home patient (hp) drained 11542ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.